Event description:
During troubleshooting a check patient line alarm that appeared on the homechoice machine during initial drain, the home patient's caregiver (cg) revealed that there was air in the patient line. The technical service representative advised the cg to end therapy and start over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow-up with the cg, it was found that he did not notice any visible damage or abnormalities with the cassette that was in use. The cg stated he was able to resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a check patient line alarm was not confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The patient stated that there is air in the patient line. From the data within the complaint information the root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.